Manufacturer narrative:
The investigation of the returned pod found discoloration inside the device, which is evidence of an internal fluid leak. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels. Insulet has opened an internal corrective action to mitigate the recurrence of this specific failure mode.

Event description:
The customer's mother reported that her son "woke up sick" with high bg levels and large ketones. His levels ranged from 390-410mg/dl; a correction bolus was attempted, but only a partial delivery was administered and the pod initiated a hazard alarm. The device will be returned for evaluation.